Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smart touch bi-directional navigation catheter and suffered a cardiac tamponade. After thirty minutes of the procedure, patient¿s blood pressure dropped and a pericardial effusion was confirmed. A pericardiocentesis was performed. Protomanine was given to the patient. It was reported that all equipment and devices worked within specifications; there is no claim of device malfunction. This adverse event is considered to be serious and MDR reportable. The patient was reported to be in stable condition at the time the complaint was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The bwi failure analysis lab received the device for evaluation. Upon received catheter was visually inspected and it was found normal. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter outside diameters was measured and it was found within spec. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade the IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
The bwi failure analysis lab received on (B)(4), 2015 the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). (B)(4). Concomitant bwi products: product: soundstar® eco diagnostic ultrasound catheter; us catalog # 10439072; lot # g4002665. Product: pentaray nav high-density mapping eco catheter; us catalog # d128208; lot # 17241124l. Product: carto® 3 system; us catalog # fg540000; (B)(4). Product: smartablate¿ system rf generator; us catalog # m490007; (B)(4). Product: smartablate¿ irrigation pump; us catalog # m490008; (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smart touch bi-directional navigation catheter and suffered a cardiac tamponade. After thirty minutes of the procedure, patient's blood pressure dropped and a pericardial effusion was confirmed. A pericardiocentesis was performed. Protomanine was given to the patient. It was reported that all equipment and devices worked within specifications; there is no claim of device malfunction. This adverse event is considered to be serious and MDR reportable. The patient was reported to be in stable condition at the time the complaint was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.